Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had exposed wires on his system controller power leads. The system controller was exchanged without any incidence. The device will not be returning as it was not alarming.

Manufacturer narrative:
Section h4: corrected information. Manufacturer's investigation conclusion: the reported event of exposed wire on the system controller power cable was not confirmed. Per provided information, the system controller was exchanged due to exposed wires on the power cables and will not be returned as it was not alarming. No additional documents or images were provided by the customer. The hmii system controller, serial (B)(6), was not returned for analysis. A root cause of the reported event was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.